Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the foot brake caster will swivel when the brakes are set. No report of injury.